Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 461 mg/dl.  Customer reported that the high blood glucose levels began on (B)(6) 2017. The customer reported blood glucose value of 404 mg/dl at the time of incident. Troubleshooting was performed and the customer reported no symptoms of high blood glucose at the time of incident. The customer reported that having a backup plan. The customer was advised to remove set from the body. There were no leaks or air bubbles. The customer reported bent cannula. It was explained to the customer that bent or crimped cannula may interfere with amount of insulin delivered and may contributed to high blood glucose.  The insulin pump passed the high pressure test. The customer was advised to follow up with health care professional about the high blood glucose levels.  The customer was advised to check the blood glucose and the customer reported that the blood glucose level was 447. The infusion set was sent as a replacement to the customer. The insulin pump will not be returned for analysis.